Event description:
It was reported that this right ventricular (rv) lead displayed jumpy pacing lead impedance measurements greater than 2000 ohms. Boston scientific technical services reviewed the device data and recommended additional testing to determine if there is any lead damage. Additional testing was completed and no abnormal measurements were seen. The patient will continue normal device follow-ups with their regular physician. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.